Event description:
Following a hard sneeze, the pt experienced a burning sensation at the implantable neurostimulator (ins) location. Palpating caused the stimulation to change. Impedance measurements were normal. The ins was reprogrammed and the pt was scheduled for an ins revision/exploration. Additional info has been requested, a follow-up report will be sent if additional info becomes available.